Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: 3.6 mmol/l and "hi" mmol/l. The "hi" mmol/l result, which on the system indicates a result in excess of 33.3 mmol/l. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.